Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing open electrodes following head trauma. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed broken wires near the fantail. In addition, the electrode was sliced near the electrode ground ring and array, and damaged along the lead prior to receipt, which are believed to have occurred during revision surgery. The photographic imaging inspection confirmed broken electrode wires near the fantail. In addition, cut wires were confirmed along the lead and near the array which are believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The scanning electron microscopy analysis of the electrode confirmed all electrodes exhibited fatigue breaks near the fantail. The residual gas analysis result was above the limit, indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. The photographic imaging inspection and the scanning electron microscopy analysis revealed broken wires near the fantail. It is believed that these breaks caused the open impedances, induced by the trauma reported. A corrective action was implemented. This is the final report.